Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with an infusion set supply change while experiencing elevated blood glucose, which occurred in the context of eating popcorn; support assisted, and the supply change was completed without further need. Symptoms included hyperglycemia with a peak of 244 mg/dl for approximately 30 minutes without alerts for very high glucose, without ketone testing, and without use of backup therapy. Outcomes included no immediate health effects, no need for third-party assistance, and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education related to meal announcements and device use. Investigation of this case revealed no device malfunction and no alarm or system failure; the event aligned with missed or inadequate meal announcement relative to carbohydrate intake while using the ilet with a 23" 6 mm infusion set. It was concluded, based on previously established findings for similar reports, that user-related factors associated with meal handling were the most likely cause.